Event description:
The user facility reported insufficient gas exchange in the capiox device during a procedure. Follow up communication with the user facility reported the following information: during the bypass procedure, the perfusionist noticed that the return blood was very dark and that there was no oxygenation happening; the problem was thought to initially had been with the green line gas filter and cut it out, but was later informed that it was the oxygenator; they ran it for another 5 minutes and there was no change in the blood color; subsequently the oxygenator was changed out for a larger fx25 and all seems to be running well; there was no blood loss for the replacement of the oxygenator; the patient was on full bypass and the blood was desaturated for over 5 minutes; there was a delay in the case and the patient was put in danger however, the patient was not harmed; and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies which would relate to a gas leak or insufficient gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. A review of the device history record of the involved product/lot# combination confirmed there were no indications of production related anomalies. A search of the complaint file found no other report with the involved product/lot# combination. Although the exact cause cannot be determined, based on the available information that the oxygenator was changed out for a larger fx25 pack, as a cause, it is likely that the capacity of fx15 may have been insufficient for the involved patient's bsa. There are many complex clinical variables that may have affected the reported observed conditions. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: (1) start gas supply with v/q=1 and fio2=100%, then make adjustments based on blood gas measurements; and (2) measure blood gases and make necessary adjustments. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2 and to increase pao2, increase fio2. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).